Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced new pain unrelated to baseline and pain at the implantable neurostimulator site with the implantable neurostimulator 97715 intellis sensor us emanual. The patient reported that the spinal cord stimulation system was causing pain and refused reprogramming sessions. The patient and physician agreed that removal of the devices would be better for comfort levels, and the devices were explanted due to patient pain. No testing or imaging was conducted. The issue was resolved following device removal. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.